Manufacturer narrative:
The customer declined repair due to cost. Unit will be removed from service by biomed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had optical sensor module failure. An ICU rn, called for assistance with an ap sensor module failure alarm. Nurse was instructed to transition to a new console, which she did with no issue. Affected console tagged for biomed investigation. No patient injury or harm was reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h10. Additional point of contact: (B)(4). It was reported that cs300 intra-aortic balloon pump (iabp) had an optical sensor module failure. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.